Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital not feeling well with some chest pain. Upon interrogation, it was noted that the patient received inappropriate shocks due to noise. The lead was capped and replaced on (B)(6) 2018 due to lead damage. There were no complications.